Event description:
Surgical intervention may be pending to address the issue at a later date

Manufacturer narrative:
B5- corrected as initially was stated next course of action is undetermined. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3- date of event is estimated. A4- patient weight is unknown.

Event description:
It was reported patient lost therapy and company manufacturer met with patient and found ipg to be end of life. Next course of action is undetermined at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.